Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issues were verified and a different issues were identified (malfunction 5, 16, 12).

Event description:
It was reported that the customer fell and as a result the touch screen became shattered and unresponsive. Additionally, it was reported that an unspecified malfunction occurred. There was no impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.